Event description:
It was reported by service report that head section collapses. The service report notes indicate that the customer does not know if there was pt involvement; however, there were no adverse consequences to report.